Event description:
Customer stated she was having issues with the sensor reading. Customer states the insulin pump was going into threshold suspend and customer's blood glucose was 568 mg/dl, treated with device. Threshold suspend was set at 70 mg/dl and sensor was reading 65 mg/dl. Customer symptoms were dry mouth. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.